Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they recently spoke to a representative at the beginning of this year and they went through the settings and adjusted them however they weren't feeling the therapy. Patient stated that they were toggling between group a and group b because those were the only two groups that they had. Patient noted that the controller was at 80% and that the implanted neurostimulator was at 100%. Pt said that they increased the stimulation intensity even, however they still were not feeling the therapy. When asked for the event date, patient stated that it had only been a day. The patient was redirected to their healthcare provider to further address the issue. Patient did not have representative contact information, so patient service specialist sent an e mail to the field requesting contact.

Event description:
Additional information was received from the patient. They reported that remote settings were erased/reset to zero. Rep talked them through the steps to program the remote and set appropriate therapy settings. The issue was resolved, rep explained in steps in case it happens again. Also explained what their remote settings mean.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.